Event description:
Aspen surgical received a report from a distributor indicating that a blade broke during a knee surgery. The incident occurred at the end user. The issue was filed in our complaint handling system under number (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that a blade broke during a knee surgery. The incident occurred at the end user. According the report, the surgeon was using the #15 blade when the end of it broke off inside the patient's knee. The surgeon was able to retrieve the broken part and confirmed all pieces were accounted for using visualization and x-ray. A review of the device history record was completed. No non-conformance's were noted during the device history record review. The most probable root cause could have been during the stamping or grinding process. Packaging process has established controls to mitigate broken or cracked blade condition, including a "medio" blade sensor that inspects 100% of packed pouches liner level prior to aluminum foil packaging. Also, excessive force applied by end user during surgery process could also cause blade condition. The following controls are in-place to mitigate "broken blade" condition at aspen surgical las piedras site: heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Based on this information, no additional actions required. Device not returned.